Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was presenting to the emergency department with gastrointestinal (gi) bleed. The patient was reporting that their system controller was intermittently overheating. The controller got very warm to touch and was worse when plugged into ac power. Of note, this patient had short to shield and utilized ungrounded cable. Parameters were within normal limits; just some pulsatility index pi events were noted on interrogation. Log files noted a few unsustained power/flow elevations on (B)(6) 2025.

Manufacturer narrative:
E3 - occupation: corrected. Manufacturer's investigation conclusion: the reported event of the heartmate ii system controller overheating was not confirmed as no product was returned. The submitted log file did not indicate any issue with the controller. The provided information indicated the overheating was worse when the system was connected to wall power, there was not harm to the patient as a result of the reported overheating, and the controller was not exchanged. A root cause for the reported event was not conclusively determined through this analysis. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU, rev. A, heartmate ii patient handbook, rev. A are currently available. Section 2 of the IFU, entitled ¿system operations¿, which were available for use at the time of the event, warn the user against placing the system controller on bare skin for an extended period of time when the controller is covered by the body or insulating material and the internal battery is charging. Section 8 of the IFU, entitled ¿equipment storage and care¿, provides instructions on how to care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records reveal that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported that 2 units of product red blood cells (prbc) were given to the patient and that resolved the issue. The patient was discharged. There was no harm to the patient due the system controller being hotter than the usual. The system controller was still in use. The elevated pump power and flow resolved, as it was transient finding.